Event description:
It was reported for the catheter that the item didn't function properly mechanically during procedure. There was no patient injury or medical intervention and extended procedure time reported was 2 minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device the complaint device was noted to be returned utilizing its secondary packaging. The received complaint device's packaging, shipping and handling damage was observed throughout the shelf carton. The catheter shaft was identified to be damaged. Inspection of the device shaft revealed 3 kinks, the shaft deformations were located at (approximately) 38.5, 48, and 56.7 cm from the distal tip. As the complaint device was returned via improper shipping methods (no corrugate shipping container), the mechanical error experienced by the customer could not be confirmed as handling damage was generated onto the complaint device during transport. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is a mechanical malfunction as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Diagnostic ep catheters are not recommended for long-term pacing. Do not insert or withdraw the catheter without straightening the catheter tip. This device should only be used with equipment that complies with international safety standards. This device should not be used with magnetic resonance imaging (MRI) systems. Use fluoroscopic guidance during catheter positioning. The reported event will continue to be monitored through post-market surveillance.